Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed shock impedance measurements less than 20 ohms which did not show up in the latitude system. Technical services (ts) discussed that the device is on a 21 hour clock; therefore, 1 day a week there are 2 measurements that are taken. Ts recommended a synchronized maximum energy shock to evaluate the system for a short. No adverse patient effects were reported. Additional information was requested; however, no further information was currently available.

Manufacturer narrative:
Additional information was received that the patient expired due to respiratory arrest during a non-device related spine surgery. The device was not turned off during the procedure.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the physician did not want to do non-invasive programmed stimulation (nips). It was noted that the physician has seen this before. When the patient performs an interrogation, the impedance measurement was 40 ohms which is within range.